Event description:
It was reported that the bp monitor no longer turns on. The batteries have been changed to no avail.

Manufacturer narrative:
It was reported that the bp monitor no longer turns on. The batteries have been changed to no avail. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.